Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an adhesiolysis procedure on the intenstine, the patient developed a peritonitis and a second laparotomy procedure was necessary. The patient had small defects in the intestine part and the surgeon overstitched the defects utilizing another type of product to address the issue. In addition to the second procedure, the event also extended the patient's hospitalization time. The report indicated a peritoneal lavage procedure may also be necessary.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three images and two devices. The visual inspection and functional evaluation of the sample had acceptable results. The images noted part of the suture was visible on the tissue. A review of the device history record indicates the product was released meeting all manufacturer¿s quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.